Event description:
Information received a smiths medical ambulatory infusion pumps/cadd legacy 1 pumps - 6400 had alarm of depleted battery error. No patient adverse events reported.

Manufacturer narrative:
Other, device evaluation: one cadd legacy pump was returned for analysis. Event history log review was performed and found evidence of reported problem. Visual inspection and functional check were performed. The customer's reported problem was confirmed. According to the investigation, the pump was found displaying "battery depleted" alarm message when the stop/start key button was pressed. Investigation recommended the pump motor replaced to correct the reported issue. The problem source of the reported problem is unknown.